Event description:
It was reported that during a vats wedge resection procedure, the surgeon reported that device become stuck on tissue and would not open. The surgeon stated that he attempted to reverse the knife blade and open the device, but the product failed to open. The surgeon damaged the tissue during removal, but was able to repair the tissue. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung, while transecting / completing the fissure. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 2nd what color cartridge was being used? Blue. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes, second firing on tissue. Were any unexpected noises heard? If so, when? No, just wouldn't complete sequence and would not open. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, not firing third stroke with higher force exerted and not opening jaws after trying to reverse knife blade. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. How was the tissue repaired? Did the repair of the tissue altar the procedure in any way? If so please explain? Restapled the patient side to ensure no air-leak is there any other additional information you would like to share about this device or procedure? Unknown the analysis found that one device was returned in good visual condition and with one blue cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.